Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping and scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 148 mg/dl.